Event description:
Power turned off together with a sound of pi-----. Alarm indicates reset. There was ln vent as event. The patient was of the wind-pipe cut 24hs using a humidifier. With a disposables circuit. The room, the patient stayed in was very clean. No special use ltv. Starting of usage from may 2004, used 6000h+-. Same kind of problem happened with a instrument previously used, no patient harm.